Event description:
It was reported that the right ventricular (rv) lead had dislodged and on x-ray, looked like it slightly pulled back. The rv lead was found to have decreased sensitivity. During repositioning of the lead, the patient had a small hematoma that was evacuated. The patient was noted to hyper respond to blood thinner used during lead repositioning. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.